Event description:
An ipp device was implanted on 07/28/92. The cylinders and pump were revised on 02/28/96. Information received on 08/05/97 indicates patient's wife states "device lost all it's fluid...it was just like last time...I felt a slight pain, a fulness, and then the pump went flat...this happened while we were using it."